Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her vision is very foggy. She was informed by the doctor that her vision will always be that way. The doctor informed the consumer that he did not correct her astigmatism all the way and that the astigmatism would cause cloudiness like looking through a fog and worse in direct light of any kind. She reporter that she is a registered nurse and an artist. The very poor vision is making her work very hard. Additional information was provided by the consumer, who reported that her vision is foggy in the left eye only like looking through a fogged window. When driving towards bright lit areas, she notices a sudden intense glare and her vision is blinded in the left eye. She has had to pull over on the side of the road because of this issue. The issue started three days after surgery. She was informed by her surgeon, that the astigmatism may not have been totally corrected and he observed floaters at her last exam. She was told that she will need to wear reading glasses and have laser surgery sometime in the future. Additional information was provided by the doctor, who reported that trace posterior capsular opacification was observed, off axis and not considered significant.

Manufacturer narrative:
Evaluation summary: a company representative reviewed photos provided. The evaluation of two eye pictures for this case shows the following : both correspond to a low definition non-slit-lamp image of the left eye and adnexa. Mild dermatochalasis, mild ectropion, and mild hyperemia. The superior eyelid covers a portion of the cornea. Regardless of the poor photo definition, it appears that an undetermined posterior chamber intraocular lens was implanted. There is a visible white wedge shaped image at the inferonasal pupil quadrant but due to the low quality of the image it is difficult to determine if it is residual capsule or cortex material. The root cause for the reported complaint could not be determined. No determination could be made from the photos provided by the customer, due to the low quality of the image it is difficult to determine if it is residual capsule or cortex material. The manufacturer internal reference number is: (B)(4).